Event description:
The customer (B)(4) reports that "during surgery the tip of #1 kerrison broke in the neck during an anterior cervical discectomy and fusion of cervical vertebrae 5.6. X-ray used during the case, unable to see piece of kerrison." There was no pt injury reported. On (B)(6) 2010 the risk manager confirms that there has been no report of subsequent pt difficulty since the event occurred on (B)(6) 2009.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.